Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported there was a surgical intervention on (B)(6) 2015. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.